Manufacturer narrative:
The cause of the one of the reported issues was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Voluntary medwatch received via us mail reported: I received a tandem insulin pump and a dexcom g6 cgm the "artificial pancreas. My cde and I set it up and the first month my blood sugars rarely went below 300 despite bolusing huge amounts of insulin. Proper control was only achieved with a syringe. I believe the issue is a flawed infusion set design discarded by minimed a long time ago. The injector implants the cannula but pulls the cannula out to a degree when needle is extracted. I was able to mitigate this using additional adhesive and trying to hold the set in place with my pinky. This did help but it currently is a rare thing to bolus 15 minutes out and stay under 200. An issue with delivery and absorption. There are additional flaws and irritants to this device including no visual check of reservoir levels (suggestion). Several times I have bolused 15 units when pump indicates 90 units. When bolus is complete I am now in the red. Rarely have I had a sensor get to 10 days. Normally the sensor gives you multiple sensor error message prior to failure or patient exhaustion of hearing the "profanity" thing beep it's announcement of another error. Injectors fail to deploy and I had a transmitter die prematurely and it took dexcom nearly 2 weeks to provide a new one (reported to dexcom). There is now an fb page for g6 users. Lots of stories just like mine. Kind of hard to believe garbage won the designation of artificial pancreas. FDA safety report ID# (B)(4).